Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) did not alarm brady when it went down to a reading below 50. The bme reported they see the alarm in the history but they did not see it show up on the screen, nor did the staff hear an audible alarm or banner on the screen when this happend. No patient harm was reported.